Event description:
It was reported that the patient had a loss of desired stimulation/therapeutic effect. The patient was receiving less than 50% of therapy relief. The patient's pain doctor was sending the patient to the surgeon for a revision and placement of surgical lead(s) to replace percutaneous leads. Subsequent information received reported that the patient had a surgical consult scheduled for november 1st and surgery would be scheduled after that. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(4) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744; serial # (B)(4), product type programmer. (B)(4).